Event description:
The account alleged that the bed would not go into trendelenburg. No injuries reported.

Manufacturer narrative:
The account stated the bed had no hilow down function. The bed had a jammed trendelenburg and reverse trendelenburg assemblies due to unk reason. The account lifted the upper frame and released both trendelenburg assemblies to resolve the issue.